Event description:
It was reported that during an intra operatively for an l3-l4 tlif, the surgeon decided to reposition the l3 locking. Surgeon believed the locking cap was too lateral. Surgeon encountered difficulty removing the locking cap. A torque limiting handle torqued out before the locking cap could be removed. A standard t-handle was used to remove the cap and the tip of the broke off in the locking cap. The rod was cut and used to back out the screw. The locking cap and screw was removed. Surgeon implanted two new screws, two new locking caps and a new rod. The removed hardware (rod, locking cap and screw) was discarded by the hospital. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
The procedure was reported to be transforaminal lumbar interbody fusion (tlif).